Event description:
It was reported that approximately five years post op, MRI and CT scans showed that a screw was broken. Pt reported that they have been having swelling in neck, with headaches, numbness and pain. Pt reported that revision surgery is needed but it is unk if surgery has occurred.